Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported on several occasions, the rf (radio frequency) wand did not locate a device that was clearly present and with adequate battery. The rf head was changed but the problem recurred on several occasions until it almost stopped working completely. It was found that the rf head connector may not have been completely plugged into the connector on the programmer. The rf head was reconnected and telemetry was established and the case finished. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the rf wand did not locate a device. Cracked solder joints were found on the rf wand connector on the circuit board. It was also noted that the power cord door tabs were bent. Product ID 2067 radiofrequency head; product ID 229047 analyzer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.